Event description:
The customer reported no power to the workstation. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The problem was verified and repaired. The power cycled the main room power which gave power to the workstation. The rep took voltage reading on the surge suppressor (p2) no output power. Further investigation revealed blown r1 on surge suppressor board. Removed and replaced surge, asm, pcb. System functionality checked. Image resolution mesured at 2.5lp auto kvp measured at 48. All c-arm and workstation controls functioning properly.